Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After reaming the proximal part of the tibia by a tapered reamer, the surgeon found a fluted tibial rod trial (115 x 18) remained in the intramedullary. He used the reported device to remove it, but the thread of the remover broke about 10mm. By using the tapered reamer, he successfully removed the trial stem. The broken tip was attached to the trial stem and also removed with it. It was reported that no broken piece was left in the patient's body. The surgery was completed with a three-minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the device did not find any evidence of product malufunction. A complaint database search finds no additional reports against the complaint sample product and lot combination. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.